Manufacturer narrative:
Product analysis: the rapidcross was returned for evaluation. No ancillary devices were included the returned contents. A visual inspection of the device was completed and it was noted that the rapidcross was returned in a post-inflated stated with red tinted fluid (likely blood) observed within the balloon segment. The working length of the returned rapidcross was 170cm, which aligns with the product labeling. All four marker bands were noted within the balloon segment. The blue inner catheter showed serpentine type bending within the balloon segment. No tears or holes were observed upon the initial inspection. The rapidcross was connected to an inflation device filled with water. Pressure was administered and a stream of water was observed coming from the proximal end of the balloon. A pinhole was identified at approximately 18cm proximal to the distal tip of the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a rapidcross for treatment of the patients mid anterior tibial artery (ata). IFU was followed and the device was prepped without issue. It is reported a balloon leak/burst occurred at an inflation pressure of 8atm, on the first inflation with a non-mdt inflation device. The technician observed blood inside the balloon. It could not be determined if this was due to a micro tear on the balloon or if blood entered the balloon after pulling negative pressure after the first inflation. No damage was noted to the balloon upon removal. A new balloon was used to complete the procedure. No patient injury reported.